Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to verify prime alarm or perform prime test due to motor error alarm. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported that the insulin pump was shooting out insulin during the manual prime process. Customer stated that the insulin pump may have recently been exposed to water. Customer also stated that the insulin pump's drive support cap was protruded. Customer stated that insulin continued to drip after letting go of the act button. Blood glucose level was 190 mg/dl at the time of the call. Customer also reported receiving an error alam on the insulin pump. No further information was provided.